Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. According to the account, the low flow alarms were due to inflow cannula malpositioning. The report of the inflow cannula being malpositioned could not be confirmed as no images were submitted for evaluation. Following the repositioning, the patient continued experiencing low flow events with no alarms. Although the continued low flow events could not be confirmed through this evaluation as no log files were provided following the inflow cannula repositioning, the account communicated that the low flows were thought to be related to hypertension (htn). The submitted system controller event log file contained data on 22jun2021. The file captured multiple low flow hazard alarms. Of note, the pulsatility index (pi) values were elevated at the time of the alarms. The pump appeared to operate as intended at the set speed. The account later communicated that on (B)(6) 2021, the patient had device malposition that persisted, causing low flow alarms. The hospital decided to reposition the inflow cannula due to it being positioned too posteriorly. The patient had a small cavity with posterior papillary muscle inserted close to the apex and the apical cannula positioned slightly posterior. The issue resolved by (B)(6) 2021. The account stated that there were less alarms following the repositioning of the inflow cannula. By discharge, the patient had 24 low flow events with no alarms. It was noted that the occasional low flows were thought to be related htn. The account communicated that the patient continues to be monitored. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This IFU explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians, rev. C, and the heartmate 3 pocket guide to alarms for patients and caregivers, rev. C, explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 liters per minute (lpm). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05may2021. No further information was provided. The manufacturer is closing the file on this complaint.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had device malposition that persisted causing low flow alarms. The decision was made to reposition the inflow cannula related to it being positioned too posteriorly. A small cavity with posterior papillary muscle was inserted close to the apix. The apical cannula was positioned slightly posterior. The reposition of the inflow cannula resulted in much less alarms. By discharge the patient had 24 hours with no alarms. There were occasional low flow events noted that were thought to be due to hypertension. The patient was discharged home and would be monitored.